Event description:
On (B)(6) 2012, the patient contacted animas for an unrelated issue and during troubleshooting it was noted that the history contained date for (B)(6), 2007. The patient denied any power loss and confirmed that the time and date holds with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a timekeeping accuracy test was performed; after setting the time and date the battery was removed. The pump was left without power for 1 hour; when the pump was powered on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. Testing was unable to complete timekeeping test due to battery issue. No activity related to the complaint was observed in the black box or suspend history. No data in the suspended history or black box from the time of the reported history issue due to continued use.